Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported shaft detachment and kink were confirmed. The inflation issue could not be confirmed. The reported physical resistance could not be replicated in a testing environment as it was based on operational circumstances. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the instructions for use (IFU) states: should any resistance be felt at any time during lesion access or delivery system removal, the entire guiding catheter and stent system should be removed as a single unit. Applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and delivery system components. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that using a femoral artery access approach during a procedure of the moderately tortuous, heavily calcified, 90% stenosed, de novo, distal right coronary artery (rca) after pre-dilatation the 2.25 x 15 mm multi-link 8 (ml8) stent delivery system (sds) met resistance and was forcefully advanced; the shaft kinked about 20 cm distal from the proximal end. The ml8 was manipulated and positioned at the lesion. The stent deployment was attempted, however, the balloon did not inflate. During removal of the ml8 sds the kinked shaft separated at the proximal shaft; all portions were removed from the anatomy without incident. A non-abbott stent was used to complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant product: guide wire: runthrough, route, grandslam. (B)(4) - excessive force and use after damage. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.